Event description:
It was reported that sometimes post port placement procedure, the port was allegedly seemed to be occluded. It was further reported that port was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 10/2024). H11: a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport implantable port kit was received for evaluation. Visual, microscopic, tactile and functional evaluations were performed. The vessel dilator was noted to be bent. Aspiration was attempted and was successful. Therefore, the investigation is inconclusive for the reported obstruction issue as the exact circumstance at the time of event reported was unknown. However, the investigation is confirmed for the identified deformation due to compressive stress issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, the port was allegedly seemed to be occluded. It was further reported that the port was removed and replaced. There was no reported patient injury.